Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez0902 showed no similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported when nurse visited the patient they noted a swelling into the superior right arm not evidenced during a previous control. After x ray a thrombosis was evidenced. No other information was provided.